Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised chair has a cracked rear frame right side near horizontal bar.